Manufacturer narrative:
Date sent to the FDA: 08/01/2007. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The package insert states "the silicone elastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or even blunt instruments, as punctures, surface cuts nicks, crushing or other overstressing can lead to tearing or warping of the tubing and's to subsequent structural failure of the device and / or fragment retention in the wound."

Event description:
International customer reports that the drain broke while the attending nurse was handling / milking the device. No adverse patient consequence was reported. The device was subsequently removed per procedure.